Event description:
The initial reporter complained of "abnormal low signal" alarms on a cobas 8000 e 801 module. At the time of the alarms, patient results were intermittently accompanied by a "sig.l" flag. The customer repeated patient samples, and discrepant results were identified for 1 patient sample tested for elecsys tsh (tsh).the initial result was 0.0432 uiu/ml. The repeat result was 2.23 uiu/ml.

Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided. The field service engineer (fse) found the sipper assembly and measuring cell required replacement. Fluidics and pinch valves were checked with no issues. The fse replaced the sipper and the measuring cell. Calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.